Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 50 mg/dl. Customer had blood glucose level of 90 mg/dl. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.